Event description:
It was further reported that the right ventricular (rv) lead also exhibited high defibrillation impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an alert was triggered due to high out of range pacing impedance on the right ventricular (rv) lead. There were also high thresholds noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead has now been reprogrammed and will be monitored closely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead¿s impedance trend has been gradually going up since implant. The pacing impedance alert upper range was increased and the rv lead remains in use.